Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. In addition, the clamp was detached from the instrument and returned. As a result of the clamp arm detachment, the tube assembly was distorted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Event description:
It was reported that during a laparoscopic nissen fundoplication surgery for gerd, the surgeon was using harmonic lap disposable. During first fifteen minutes of use, the non-active blade of the instrument broke off. Surgeons claim nothing abnormal was happening, tissue was normal and there was not too much tension on the blade. New disposable was taken out in order to proceed with surgery. No patient consequences reported. Procedure was completed with same like device and prolonged by five minutes. One device will be returning.